Event description:
The customer reported that the keyswitch assembly fell out and they were unable to turn on the system as a result. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The keyswitch assembly fixing screws were identified as being loose. No conclusion can be drawn as repair info is unavailable at this time.